Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 183 and 179 mg/dl. The normal control range was 96-132 mg/dl. The customer did not allege any adverse events. The test strips were returned for eval, and replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 59 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent. This complaint was initially missed by customer service and qa, so it will be submitted past the 30 days window.